Event description:
After 3 days of intra-aortic balloon therapy, a balloon leak was noted. The intra-aortic balloon was removed. No patient injury or further complications occurred as a result of the event. No further details or patient information is available.